Event description:
(B)(4). It was reported that post coronary stenting treatment procedure angina, in-stent restenosis, and target vessel revascularization occurred. In (B)(6) 2010, the patient presented with mid-sternal chest pain radiating to the arm and jaw with shortness of breath. The patient had elevated cardiac enzymes and cardiac catheterization was recommended which revealed a 99% stenosed target lesion located in the ramus. It was 18 mm long with a reference vessel diameter of 2.75 mm and treated with pre-dilatation and placement of a 2.75 x 20 mm taxus liberte stent, with 9% residual stenosis. The patient was discharged on aspirin and prasugrel the following day. In (B)(6) 2012, the patient presented with a history of chest and jaw pain and was hospitalized the same day. An echocardiogram revealed non-specific st and t-wave segment changes. Coronary angiography revealed proximal 85% in-stent stenosis of the non-study taxus express stent (size unknown) that had been implanted in the ramus, in september 2005. It was treated with balloon angioplasty and placement of a 2.75 x 12 mm promus element stent with 9% residual stenosis. The following day, the event was considered resolved without residual effects and the subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Patient identifier: (B)(6). If implanted, give date: (B)(6) 2005. Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).